Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 485 mg/dl and a correction bolus was delivered to address bg. Ketone level was high and customer went to the emergency room. Ketone level was identified as being dangerous by a healthcare provider. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin and fluids were administered. Elevated bg/dka were resolved. Alleged cause was multiple intermittent occlusion alarms. Pump supplies were changed multiple times in an attempt to address the occlusion alarms. During a pump check with tandem technical support (cts), insulin was observed exiting the tubing; however, the alarm reoccurred. Tandem clinical diabetes specialist discussed the event with the contact. Reportedly, different types of infusion sets were provided and customer resumed pump therapy. Customer was discharged on (B)(6) 2019 with no permanent damage.